Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. E.1. Initial reporter phone #: (B)(6). H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd bactec anaerobic culture vial (glass) one bottle broke inside the instrument, causing blood/sample to leak out. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: d4. Medical device catalog #: 442265, d4. Medical device lot#: 4312345, d4. Medical device expiration date: 13-aug-2028, d4. Unique identifier (UDI) #: (B)(4), h4. Device manufacture date: 18-nov-2024. Investigation summary: catalog 442265, batch no. 4312345. Customer reported a broken glass issue. Neither photos nor returned good samples were received. Bd was unable to reproduce customer¿s experience with the bactec product for leakage defect. Satisfactory results were obtained from retention samples when visually inspected. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint in unconfirmed based on retention samples and batch history record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported while using an unspecified bd bactec anaerobic culture vial (glass) one bottle broke inside the instrument, causing blood/sample to leak out. No adverse impact was reported regarding the patient or user.